Manufacturer narrative:
The investigation into the thrombus has been completed since the original report was filed. The device was returned and investigated. The benchtop analysis and investigation determined that the root cause of the thrombosis is most likely due to the patient's condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male was implanted with an impella cp device for mechanical circulatory support for escalation of therapy. The patient developed a thrombus during impella support. At the time of planned explant, it was discovered that a thrombus had adhered to the inlet of the pump. Despite the thrombus almost entirely occluding the inlet, there was no noted deficiencies with the function of the pump. No further intervention was necessitated as a result of the thrombus.